Event description:
It was reported that the patient stood up and heard a pop in the upper middle portion of the back where the leads are. The patient experienced intermittent stimulation and overstimulation. The patient underwent an implantable pulse generator (ipg) and leads replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5081431/5096277. Product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6). Batch: 342351.

Event description:
It was reported that the patient stood up and heard a pop in the upper middle portion of the back where the leads are. The patient experienced intermittent stimulation and overstimulation. The patient underwent an implantable pulse generator (ipg) and leads replacement procedure. The patient was doing well postoperatively.